Event description:
The customer reported that the pump had several times no delivery message on display, but customer never heard the beeps. The customer could hear the pump beeping when a bolus in finished, but when there is a no delivery alarm on the screen it does not beep.